Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pericardial effusion was observed. Cardiac perforation was confirmed via echocardiogram and CT scan. All lead measurements were normal and drainage was not necessary. The lead remained implanted and the patient would be monitored.